Manufacturer narrative:
This is 2 of 3 reports.

Event description:
It was reported that after the successfully deployment of the subject device, it was observed that the subject device was misplaced and stretched. There were no reported clinical consequences to the patient. No further information is available.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported adverse events are known and anticipated complication to these types of procedures and patient condition and are listed as such in the device directions for use. However it is unclear if the reported device issues caused or contributed to the ae. While there are a number of potential causes for the reported issues, because the product was not returned, review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned.

Event description:
It was reported that after the successfully deployment of the subject device, it was observed that the subject device was misplaced and stretched. There were no reported clinical consequences to the patient. No further information is available.